Manufacturer narrative:
One tapered screw-vent implant (tsvwb8) and fixture mount were returned for investigation (images 1 - 6). Visual evaluation of the as returned products identified minor signs of wear and bone/blood residue due to usage. Functional testing was performed to disengage the fixture mount from implant. The mount disengaged from the implant as normal. Pre-existing condition noted on the per was moderate bone density ¿ type ii. The devices were being placed on tooth #15 (universal). Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review for the lot (1216960) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (1216960) for similar events and no other complaint was identified. Based on observations through functional testing, device malfunction did not occur and the reported event was unconfirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. PMA/510k: k011028, k013227.

Event description:
It was reported by the customer that while placing the implant in the patient's mouth the transfer mount locked into the implant and had to be removed. Surgery was completed with another implant. There was a 15 minute delay in the procedure. Tooth #15.